Event description:
This pt's body is contracted in a "c" position. As the resident was being moved via lifter the right left hook dislodged causing resident to fall to the floor sustaining a laceration to r side of head and a fracture of the r arm. The resident was hospitalized overnight.